Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that cause of the resistance and premature opening was not determined. The pushwire was only pulled back/retracted during the recapturing of the ptfe sleeves process after the ped was fully deployed. There was no damage observed to the pushwire or catheter, the catheter appeared to be intact, visually. This information was confirmed with the physician.

Event description:
It was reported that during a procedure involving the pipeline embolization device 4.00mm x 16mm, a patient with two left internal c arotid artery aneurysms, both unruptured and saccular, experienced a device-related issue where the pusher wire detached at the proximal bumper connection. The aneurysms had a maximum diameter of 6 mm and a neck diameter of 5 mm, with moderate vessel tortuosity. Landing zone: distal: 3 mm and proximal 3 mm. During the procedure, the phenom 27 microcatheter hesitated while capturing the ptfe sleeves, and the tip coil was static while the wire was being removed, leading to a suspected detachment. The entire system, including the pipeline wire, phenom 27, and navien, was removed as one unit under fluoroscopy to ensure control of the tip coil. The angiographic result post-procedure was as expected, with no adverse imaging or patient outcome visualized or suspected. The patient was reported to be alive with no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.